Event description:
I used a device called the inplant to insert a breast implant. Patient developed bilateral drainage in the early post operative period and required removal of bilateral breast implants. FDA safety report ID# (B)(4).